Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Additional information was received on 11-feb-2026. According to the additional information the procedure was delayed by one hour. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00164, 2027009-2026-00166, 2027009-2026-00167, 2027009-2026-00168.

Manufacturer narrative:
Additional information has been received as reflected in sections b1, b5, and h1. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as completely failed, no dashboard and no video signal out of any output. The customer's reported complaint was not verified with this device. The camera receptacle roller pins were found to be dislodged, and the edac was in extremely poor condition. A functional test found that this tc300us would power up and display an image. However, a visual inspection observed the following: 1) both receptacle roller pins were dislodged due to broken retainer lips. There was also contamination on the spring finger assembly adjacent to the roller pin retainer lip. 2) the edac connector had significant debris throughout. The dislodged roller pins will require a camera receptacle replacement. Furthermore, the condition of the edac will require an edac replacement. It is recommended that the customer reviews their handling/processing methods to ensure they are following approved karl storz protocols. The receptacle roller pin retainer lips likely broke due to brittleness caused by exposure to improper sterilization. The cause of the issue was determined as unable to verify the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ids: (B)(4).

Event description:
It was reported that "complete failure causing delayed surgery. Completely failed, no dashboard, no video signal out of any output". No negative impact in state of health reported. Cross reference mdrs: 2027009-2026-00163, 2027009-2026-00165, 2027009-2026-00166, 2027009-2026-00167, 2027009-2026-00168.